Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The full event site name is (B)(6) hospital. Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, connected trainer and balloon to pump, and left running for a few minutes, but was unable to reproduce the reported issue. However, the fse observed in the fault logs that error 37 arg 0x3 appeared on (B)(6) 2021. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not inflating. The patient was switched to another iabp unit successfully. No patient harm, serious injury or adverse event was reported.

Event description:
N/a